Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device the reported condition was confirmed. A functional assessment was performed which found that the rotations per minute (rpm¿s) were unstable dropping from 79k to 75k. Although the reported condition indicated that the device was not working, it was determined that the device was not working properly. The assignable root cause was determined to be due to normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was not working. The event was not reported to have occurred during surgery. There were no delays to a scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.